Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Return of the guide wire and guiding catheter may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaint reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. It should be noted that the instructions for use (IFU), high torque command 18, pta, ce states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed art any time, determine the cause under fluoroscopy and take remedial action as needed. Use the most suitable guide wire for the lesion being treated. Do not push, auger, withdraw, or torque a guide wire that meets excessive resistance. Although it was reported that the physician used extra force to advance the wire through the guiding catheter, the reported force does not appear to have caused or contributed to the reported break. The investigation was unable to determine a conclusive cause for the reported difficulty to advance the guide wire through the guiding catheter. It was reported that the guidewire was attempted to advance through a non-abbott support catheter; however, resistance was met, and the guidewire could not pass. The outer structure of the wire from the core to the tip had been unraveled. It is possible that during advancement through the guiding catheter, the polymer coating became damaged resulting in the difficulty to advance; however, this could not be confirmed due to the limited information provided by the account. The reported break likely occurred due to manipulation during retraction as there were no reports of resistance during retraction. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information: date is estimated.

Event description:
It was reported that a ht18 command guidewire was attempted to advance through a non-abbott support catheter; however, resistance was met and the guidewire could not pass. It was noted with using extra force the guidewire would still not go through the non-abbott catheter. The guidewire was removed and the outer structure of the wire from the core to the tip had been unraveled. Another unspecified device was used to successfully complete the procedure. There was no adverse patient effect reported and no clinically significant delay. No additional information was provided.